Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported events of insulation damage and low pacing impedance were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the outer insulation and the outer coil were damaged consistent with procedural damage. Destructive analysis of the lead found the inner insulation was also damaged at the same location. Electrical tests found shorts between the conductors. The cause of the events were traced to procedural damage.

Event description:
It was reported that the patient's lead exhibited low pacing impedance and an insulation break. The lead was explanted and replaced. The patient was in stable condition.